Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a nurse to our local affiliate (B)(4). Initial and f/u info received on 4/23 and 4/29/09 respectively were processed together. This case involves a (B)(6) female pt who received 5 treatments of poly-l-lactic acid therapy (sculptra). Relevant medical history and concomitant medication info were not mentioned. On an unk date (last week), the pt developed several nodules which have appeared around her lips and side of her mouth. These have appeared spontaneously two years after poly-l-lactic acid treatment which was given over 4-6 weeks from (B)(6) 2007. Corrective treatment, if any, was not reported. Event outcome is unk.

Manufacturer narrative:
(B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided.